Event description:
Doctor attempted intubation with a 2.5mm mallinckrodt uncuffed tracheal tube catalog number 86222, lot# 2189. A 5fr. Sheridan intubating stylet, lot# 2014-03 was used. After intubation was complete,the nurse tried to pulled out the stylet, the stylet had resistance. When the stylet was finally pulled free of the endotracheal tube, the stylet was stripped of the blue covering on the lower 2" portion of the stylet. The blue covering on the stylet was still stuck in the endotracheal tube, which was immediately pulled from the patient airway. Reintubation with another ett took place without problems. No harm to the patient, but it was suboptimal to be attempting intubation on a small infant(2.3kg) and have the situation occur.